Event description:
It was reported to medtronic neurosurgery that the patient's valve was implanted in (B)(6) 2012, and that it was set to performance level 1.5. According to the report, the patient's condition declined following a MRI evaluation for an unrelated event. The report states that the decline in the patient's condition prompted checking the valve's setting, and that it was found that the performance level setting was at 2.5. Reportedly, the valve was readjusted to 1.5 and the patient stabilized.

Manufacturer narrative:
The device was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use that accompany the device warn that MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the valve's adjustment mechanism, but that they can change the performance level setting. They also state that the performance level setting should always be checked before and after MRI exposure. All of our valves are 100% tested at the time of manufacture.